Manufacturer narrative:
This was initially reported on the summary report dated 6/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, dyspareunia, infection, bowel problems, worsened incontinence, urinary problems, erosion, and unspecified injuries. It was also reported that the plaintiff experienced chronic urinary tract infection. Furthermore, it was reported that the plaintiff died. No cause of death was reported.